Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 7/11/2008. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism was blocked on the compact air drive device. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 watt, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check reverse locking mechanism and check attachment coupling with attachments. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.